Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the coating of the insertion tube was peeled off due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No additional patient identifier information was available. The device was evaluated by olympus. The evaluation found the allegation was confirmed. Additional issues were identified during the evaluation: the angle wire was longer than normal, the flexible tube on the insertion section was crushed due to external factors, and the bending section adhesive was missing. Scratches were found on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the tracheal intubation fiberscope presented a spot/stain on the image. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the coating on the insertion section of the image guide coil was peeling off. This report is to capture the reportable malfunction of peeled-off coating on the image guide coil noted at estimation.